Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed with a delay of 20 minutes due to performing the system restart several times. Customer reported to philips that the system was not booting up. The philips field service engineer (fse) visited system onsite and reviewed the system log files as part of troubleshooting, which revealed geometry control non connection messages, during the system boot up. To resolve the issue, the fse replaced the geo module, reloaded software, rebooted the system and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.